Event description:
It was reported when a dyspnea patient presented to the hospital, the device was found in backup vvi mode. The issue was resolved after a device download was successfully installed. The patient was discharged in stable condition.